Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, an intuitive surgical, inc. (Isi) clinical territory associate (cta) contacted isi technical support to report that the surgeon texted a photo of a broken force bipolar instrument. The isi technical support engineer (tse) viewed logs and did not note any errors. The surgeon stated that this happened about every 10 uses of the instrument. The tse recommended that the site return the force bipolar instrument for failure analysis. Per the cta, the surgeon stated that at least once a day the instrument's hinge popped up over the edge and caught tissue. The procedure was completed as planned with no reported injury. Isi contacted the cta and obtained the following additional information: the procedure was an inguinal hernia unilateral, and ports were placed. The problem occurred during the procedure, and the site used a spare instrument to complete the procedure using the same da vinci system. There were no injuries, no delays, no fragment fell into the patient, and no bleeding. The instrument was stuck to tissue., but no additional medical intervention was necessary. The instrument will be returned to isi for evaluation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument would not be returned. Although the complaint was not confirmed by failure analysis since the force bipolar instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the alleged complaint: the jaw/hinge of the force bipolar instrument was dislodged. The probable root cause of the failure mode cannot be confirmed without the returned device.